Manufacturer narrative:
The excor blood pump (lvad), s/n, (B)(6) is in use on the patient since (B)(6) 2024. We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
The site reported that the patient supported with an excor blood pump was noted to have an eye deviation. A head CT was obtained and showed a focal area of sub-acute infarction in the left occipital lobe and parietal lobe involving the visual cortex, a small lacunar infarct in the right thalamus, and a small focal area of encephalomalacia in the frontal lobe. No other neurological deficits noted. Of note, site reported a small fibrin deposit near the inflow valve of the blood pump.